Manufacturer narrative:
The reported events were loss of capture and low lead impedance were confirmed. As received, a complete lead was returned in one piece. Inner insulation was noted to be damaged beneath the suture tie impression consistent with the overtightened suture and reported events.

Event description:
It was reported that the lead exhibited loss of capture and low impedance. The patient experienced bradycardia and presyncope. The patient presented in hospital for a scheduled lead revision. During the procedure the lead was twisted up as if too much torque was built up within the lead. The lead was explanted and replaced. The procedure was successful. The patient was in a stable condition before, during and after the procedure. The patient will continue to be monitored.